Manufacturer narrative:
Visual inspection performed the (B)(6) 2018 by r&d product manager: the percutaneous towers are designed in order to lock to the implant, by means of sliding the outer sleeve 03.52.10.0401 over the inner sleeve 03.52.10.0402. The outer sleeve compresses laterally the extremities of the inner sleeve in order to "clamp" the implant. At the end of the surgery, the outer sleeve is slid back to the "open" position and the extremities of the inner sleeve should open up laterally to release the percutaneous tower from the implant. In this surgery, due to the patient anatomy and/or to the screw positioning the extremities of the tower were probably pressed by muscle and/or bone. For these cases, a release instrument is provided in the set : ref 03.52.10.0429 + 03.52.10.0430 (inner + outer parts). Its use is described in the surgical technique. Either it was not used correctly, or it was not effective. In such cases, the surgery is delayed to get the towers released and removed. This is the final step of the surgical procedure, the pedicle screws are all inserted and the spinal construct is finalized and tightened. Therefore even if the tower gets damaged because of the disengagement manoeuvre, the surgery can be completed successfully.

Manufacturer narrative:
On feb 5, 2018 sales representative reported that there was 15-20 minutes of delay and that there was no consequence on patient's health mis pedicle screw percutaneous tower outer sleeve reference 03.52.10.0401 lot 1654934 (4 pieces involved). Mis pedicle screw percutaneous tower inner sleeve reference 03.52.10.0402 lot. 1654935 (4 pieces involved). Batch review performed on 19 february 2018: lot 1654934: (B)(4) items manufactured and released on 31 march 2017. No anomalies found related to the issue. First case with items of this lot. Lot 1654935: (B)(4) items manufactured and released on 30 march 2017. No anomalies found related to the issue. First case with items of this lot.

Event description:
One-level surgery (4 screws and 2 rods). At the end of the procedure, it was not possible to disengage the four towers connected to the four screws. The surgeon tried also to use the mis release instrument 2.0 but without success. At the end he used a cobb osteotome to enlarge the tip of the towers and disengage the instruments.